Event description:
Pt admitted to hosp for a mcf vestibular nerve resection and for treatment of meniere's disease. The next day, staff noted he had several areas of skin tear and/or erythema including his l subscapular, region l buttock, l shoulder, l forearm and r forearm. The pt had decreased extension in his fingers. The pt was diagnosed with compartment syndrome of the right forearm. A right dorsal forearm fasciotomy was performed that day and one further procedure was performed that day and one further procedure was performed 3 days later. He has not, and may not recover full range of motion and hand strength. The physicians involved in the initial surgery reviewed their procedure very carefully and reviewed their cases using this table for the past 10 years. They concluded that this pt had not been padded any differently than the previous pts and they found no other comparable injuries in those estimated 500 cases. However, after this experience, they theorize that the current padding pf pts is not sufficient. After wrapping and padding a colleague, their procedure for padding and positioning is being modified to ensure that all pressure points will be protected.